Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet while the user continued to view glucose readings in the dexcom app, and a pairing failure to the ilet was addressed by instructing the user to toggle settings, restart the device, and re-enter the sensor pairing code, which allowed the pairing process to restart. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer troubleshooting and guided re-pairing steps. Investigation of this case revealed a communication and connectivity issue between the cgm and the ilet that resolved after device restart and re-initiation of pairing, consistent with transient bluetooth pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication error consistent with a temporary connectivity malfunction.